Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during lead explant, it was noted that the right ventricular coil had fibrous tissue and it was difficult to remove the lead. It was also noted there was a lead fracture. The lead was successfully removed with a snare. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the right ventricular lead had high pace/sense impedance and high impedance of the right ventricular shock electrode. The lead was programmed off and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.